Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 73 mg/dl. Troubleshooting was performed for the current occlusion and the occlusion was found to be within the infusion set tubing. However, the customer and customer's healthcare provider alleged the occlusions were related to an unspecified pump issue and were not caused by the infusion sets. Reportedly, the customer continued to use the pump for insulin therapy.